Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 240mg/dl. The customer stated that the transmitter does not flash when connected to the transmitter. The customer stated that no cannula was found. The product was returned for analysis.